Manufacturer narrative:
(B)(4) - bad load into cartridge. Evaluation results: visual inspection of the returned product found no visible damage to the lens. Lens was returned dry. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens was partially in the eye when the lens came out of the cartridge and lens was sticking out of the patient's eye. The surgeon pull the lens out of the eye with no patient injury. The surgeon decided to use another same model and size lens. The reporter stated this incident was due to a bad load.